Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer experienced feeling restless and self-treated with jubin sugar solution. Reportedly, a sensor scan of 3.30 mmol/l was compared to a competitor brand meter result of 12.8 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.